Manufacturer narrative:
H11: a review of the service history of the device has been conducted, indicating that the arterial clamp was manufactured in 2023 and no other similar events have been reported. Based on all the collected information, it cannot be excluded that a failure of the arterial clamp is the cause of the issue.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova deutschland manufactures the essenz heart lung machine . The incident occurred in switzerland. Livanova initiated an investigation. Through follow-up communication livanova learnt that the user set the time on the cockpit to wintertime and restarted the device. When the cockpit started up, the error message arterial clamp defective (1200) appeared. The user selected the error in the cockpit to see the error code and then rebooted again. The error no longer appeared. The perfusionist wanted to prepare the essence for the operation. When the perfusionist did the bubble test and was supposed to close the arterial clamp during the test, the clamp did not close. After restarting, the arterial clamp closed. Log files provided to livanova. Per the information reported by the field service engineer, the hlm was rebooted to have the error code 1200 disappear but, after the reboot, the ac did not function as expected. It was necessary to reboot once again the essenz console to have the arterial clamp work again. Log analysis confirmed the issue as described by the submitter: a error code 1200 was shown upon powering on the machine during the first case from october 31st. The error code was not recorded in the event log of the next case if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about the error message arterial clamp defect (1200). After a device restart, the message no longer appeared. However, the clamp did not close when the bubble alarm was simulated in the tests. After a restart, the clamp worked. There is no report of patient involvement.